Event description:
It was reported that an unspecified malfunction was found. It is unknown which procedure was being performed. Preliminary evaluation approved on (B)(6) 2020 confirm that dc inlet port was broken and the device failed the pressure test.